Event description:
"S/p b subgl mentor saline siltexes for asym (r 375cc, l 300cc). Pt reports r had open wound and cellulitis, rx'd x 1 month with antibiotics. C/o recent tenderness on r. Denies h/o trauma to the breast, decrease in texture/position/shape. In addition, the pt developed systemic sx's 8 mos after implantation. Has been dx'd with fms but onset was slow and progressive. These include myalgias (+ am stiffness), dysesthesias/paresthesias, swelling, fatigue, occ sleep disturb, sore throats, frequent uri's, fever/sweats, chills, past ha's, tmjd, visual floaters, dizziness, memory loss, sicca, oral sores, sens heat/light/chem, sob/cough, cp/costochondritis, ibs, gu disturb, and is easy-bruising."